Event description:
It was reported to covidien on 05/06/2009 that a customer had an issue with a hemodialysis catheter. The customer stated the adapter cracked and the catheter had to be replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.